Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent unravelled on removal. I have yet to speak directly to the customer. "As per cc form": stent left in for 12 months rather than 9 months due to covid and reduced theatre capacity. Encrusted proximal stent loop, a snap was felt and then the metal coil of the stents outer surface unravelled. He think the longitudinal force on the internal wire caused it to snap and then it unravelled like a slinky. A section of the device did not remain inside the patient¿s body. The patient did require any additional procedures due to this occurrence. The patient went on to have an antegrade ureteroscopy via pcnl after initial nephrostomy insertion to clear the proximal stent encrustation and remove his stent. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient is now on long term nephrostomy as his stricture is still present. Are any images available for review? N/a, yes, no. What was the target location for the stent? Ureter. Did anything have to be removed from the patient? N/a, yes, no. If yes, please specify: the procedure was to remove/exchange the resonance stent what part of the body the device was removed from? Ureter. What device was removed? Rms stent. What instrument was used to remove it? Cold cup biopsy forceps/stent removal forceps. Please specify the storage conditions of the device at the facility, particularly those relating to light and temperature normal store room, out of direct light. Why was the stent removed? N/a, exchange, other it had been left in for 12 months and was being exchanged. If other, please detail why the stent was removed time to exchange for a new stent if the stent was removed what was used to complete the procedure? Cold cup biopsy forceps/stent removal forceps. What was the length of the indwell time? 12 months. What disease mode was the physician trying to treat? Ureteric stricture. What type and size wire guide was used with the device? Unknown. Did the device come with a pigtail straightener? N/a, yes, no. If yes, was the pigtail straightener used? N/a, yes, no. Did the user attempt to attach the stent to the inserter before or after wire guide insertion? N/a, before, after. Did the user attempt to attach the tapered end of the stent to the inserter? N/a, yes, no. Was this device assembled outside of the body? N/a, yes, no. Did the patient require any additional procedures as a result of this event? N/a, yes, no. What intervention (if any) was required? Urs etc please see form and below. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. If yes, please specify what was observed and where on the device it was observed. Encrustation. Questions for metallic resonance (rms) stents: was the stent stored in strong light (e.g. In a in a pyxis machine) or in direct sunlight? N/a, yes, no. If yes, please detail where the device was stored. What was the target location for the stent? Ureter. Was there difficulty advancing the stent to the target location? N/a, yes, no. What was the length of the indwell time? 12 months. What was used to remove the stent? As above. How often was the stent checked during the in-dwelling time? Probably not at all, it was during covid so hospital attendances discouraged and we wouldn¿t routinely check a stent during its advised dwell time, nor even if it went a short while beyond it esp since it was still in the 12 month period of the product. What method was used? N/a, fluoroscopy, CT, other. N/a. What is the source of the extrinsic compression? N/a, tumour,. Other, likely inflammatory post previous lymphoma and also ischaemia to ureter as well most likely. If other, please specify if caused by a tumour, what is the tumour type? Stricture occurred after earlier treatment of lymphoma so unlikely due to active tumour. What is the stage of the tumour? N/a. Was the patient using calcium supplementation? N/a, yes, no. Was force required to remove the stent? N/a, yes, no. Was encrustation evident on the stent? N/a, yes, no. Did the patient require any additional procedures as a result of this event? N/a, yes, no. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day the patient went on to have an antegrade ureteroscopy via pcnl after initial nephrostomy insertion to clear the proximal stent encrustation and remove his stent. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. If yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Device evaluation: the resonance stent set device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: n/a document review: as the lot number of the complaint device is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all resonance stent set devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted pr 366813 (MDR ref# 3001845648-2022-00403) was opened as a result of this investigation to capture the user error situation: the patient was not evaluated during stent indwell. It should be noted that the instructions for use (ifu0020) states the following: ¿do not force components during removal or replacement. Carefully remove the components if any resistance is encountered¿. There is no evidence to suggest the user did not follow the IFU. Image review n/a impression n/a root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excess force applied during stent removal stretching the device and contributing to the metal coil unravelling. There is evidence to suggest there was encrustation noted on the stent this could contribute to the difficulty removing the stent leading to the excessive force. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did require additional procedures due to this occurrence. The patient went on to have an antegrade ureteroscopy via pcnl after initial nephrostomy insertion to clear the proximal stent encrustation and remove his stent. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Event description:
Supplemental correction report is being submitted due to the update of the e code from e2403 - no clinical signs, symptoms or conditions to e2328 - obstruction/occlusion following completion of the investigation on 15-nov-2023.

Manufacturer narrative:
Device evaluation: the resonance stent set device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: n/a . Document review: as the lot number of the complaint device is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all resonance stent set devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted (B)(4) was opened as a result of this investigation to capture the user error situation: the patient was not evaluated during stent indwell it should be noted that the instructions for use (ifu0020) states the following: ¿do not force components during removal or replacement. Carefully remove the components if any resistance is encountered¿. There is no evidence to suggest the user did not follow the IFU. Image review: n/a. Impression: n/a. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excess force applied during stent removal stretching the device and contributing to the metal coil unravelling. There is evidence to suggest there was encrustation noted on the stent this could contribute to the difficulty removing the stent leading to the excessive force. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did require additional procedures due to this occurrence. The patient went on to have an antegrade ureteroscopy via pcnl after initial nephrostomy insertion to clear the proximal stent encrustation and remove his stent. Complaints of this nature will continue to be monitored for potential emerging trends.